Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The field service engineer fse was able to duplicate complaint. Fse replaced customer's patient circuit with fse circuit. Crossover test passed as well as the whole est. Fse then wanted to find source of leak causing crossover circuit to fail. Fse used customer's patient circuit assembly, bypassing the humidifier. All est tests passed. Instructed customer to bypass humidifier when running est. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing extended self-test (est) at crossover circuit test. There was no patient involvement